Event description:
Coiling treatment of a right mca bifurcation aneurysm. It was reported the coil perforated the aneurysm during delivery. The physician implanted the coil and deployed additional coils to stop the bleed. No complications were reported with the patient as a result of the event.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).